Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received power loss alarm. The customer reported that the insulin pump was over delivering insulin which caused low blood glucose. The customer reported that the paramedics were called for low blood glucose. The customer's blood glucose was 8.4 mmol/l at the time of incident. The customer's blood glucose was 11.8 mmol/l at the time of call. The customer stated that the battery was out greater than a period of time allowed by the insulin pump. The customer stated that they were unresponsive due to low blood glucose. The insulin pump will not be returned for analysis.